Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 system partially delivered the intraocular lens (iol) into patient's right eye. Further information clarified that when the doctor was inserting the lens, it created a partial tear in the eye and a partial anterior vitrectomy was required. Another lens was implanted into the patient's eye. No further information was provided.

Manufacturer narrative:
The preloaded insertion system was returned at the manufacturing site for evaluation. The plunger component was observed in the advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection at 10x microscope magnification showed the lens stuck in the cartridge section. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The review identified no non-conformance reports (ncr) or deviations associated with the production order. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.